Event description:
It was reported that the customer had trouble with continued no delivery alarms. Customer stated that he received 3 no delivery alarms on 3 different sets. Customer also stated that he received no delivery alarms on 2 bolus and 1 basal. Customer's blood glucose level was 285 mg/dl. Troubleshooting was performed and customer stated that he tried all remedies. Customer was advised to monitor the pump and call back if problems persist. Customer was advised to change the infusion set every 2-3 days. Infusion sets will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.